Manufacturer narrative:
(B) (4). This event concerns a device that was mfg and used outside the u.s. In response to the warning letter that the u.s. FDA issued to sorin biomedica (dated 10/29/2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. Conclusion: the reported behavior resulted from the interaction between a specific smartcheck option and the reading of implant memories (B) (4) in the programmer software. (B) (4) will operate normally upon next f/u. The reset memories checkbox will not be available anymore in the next version of smartview (B) (4), in order to avoid such event to recur. Meanwhile, "reset memories", option in smartcheck should not be checked if (B) (4) has not been read before starting the tests.

Event description:
During the routine f/u of the device involved in this report, no f/u data stored in device memory (B) (4) was available at interrogation. Some of the statistics were available.